Event description:
A user facility reported to olympus that the on/off switch did not function; the button had to be pressed down and held continuously in order to maintain power to the device. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without delay using a different device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. Evaluation results are not available at this time. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. The device was returned and inspected. The user's complaint was confirmed due to faulty main power switch was stuck and stayed depress. Additionally, the following defects were found: shield case damaged, turret s190 mesh damaged, lens damaged and other optics scratched, iris circuit board bent, broken glasses rumbling inside unit, non-olympus lamp life meter reading over 500+hours, light output measured out of range, worn out socket slider switch caused intermittent use of high intensity mode, scratches top cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.